Event description:
It was reported that the radiolucent skull pin broke off in the pt¿s head as it was being removed after surgery. The tip piece had to be surgically removed from the pt. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.